Manufacturer narrative:
Information was received from a surgeon who is not required to complete form 3500a. The device met print specifications where measured. Upon visual inspection, the device was observed to have no apparent visible damage. A functionality check was executed in order to confirm the complaint of part not functioning properly. A cable was used to check maximum tension of the tensioner. The results of the functionality check confirmed that the tensioner was able to hold a maximum tension. As returned, a light scuff was present on the side of the lever arm and galling was present on the lever bearing surface. The scuffs indicated previous effective use over the potential field age of approximately 10 years. The moving parts on the tensioner were actuated and moved was unencumbered. The device was used for treatment. It cannot be determined if something was blocking the proper operation of the tensioner during the reported incident and then was knocked loose or cleaned out prior to the product investigation. Based on the complaint investigation the alleged deficiency could not be reproduced. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the cable tensioner failed to tension appropriately during a procedure.